Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to the clinic and the clinicians thought the patient was exhibiting palpitations with b radycardia. An electrocardiogram (EKG) was obtained and showed the patient heart rate was normal. The clinician still suspected that there was an issue with the cardiac resynchronization therapy defibrillator (crt-d) that causes the pacing rate to go below the lower programmed rate. It was further noted that the right atrial (ra) lead position check had failed. The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.